Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during a b. Braun/oracle integration go-live event, a nurse reportedly auto-programmed an intermittent perfusor infusion with a volume of 0.43 ml, and when the pump indicated that the infusion was complete via syringe end, the full volume of 0.43 ml remained in the syringe per visual inspection. In the oracle ehr, an infused volume of 0.42 ml was displayed.